Manufacturer narrative:
The customer complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no relevant non conformities were found that would have led to the reported complaint. Additional information can be found in b5. Updated information can be found in d9 and g1.

Event description:
Additional information was received on 22-aug-2023, clarifying that there was no reported issue for this device.

Manufacturer narrative:
The device is available to be returned for evaluation. However, it has not yet been received.

Event description:
The complaint occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported that the manually primed set, used to administrate medication to the patient, did not work in the pumps at the adult intermediate ICU service on the 7th floor. Several pumps were tested, but the proximal occlusion alarms continued. The set was changed, and then it worked properly in the same infusion pumps that were tested. There was no human harm associated with this complaint and there was no medical intervention required. Other than stopping the medication being administered and to change out the primary plum set for another that did not present this damage.